Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their controller was not working. Caller stated they had been working on it for a week trying to get it to work, but it won't power on at all. Caller added that it took them more than 4-5 hours to charge the implant, and they have spent 3-4 hours trying to charge it to 30%. Agent walked caller through removing the battery pack and plugging controllerin to the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed controller is 70% and implant is 30%. Caller confirmed the green light was blinking on the controller. Agent had caller connect the recharger to the controller; caller saw recharging excellent. Agent had caller check the recharging speed; caller noted it was set to 3, so caller switched speed/temp to 4. Agent reviewed recharging best practices. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). Pt reports they had all these problems with their stimulator. That issue went on for 3, 4, or 5 months. The ins would not charge up even after 3 or 4 hours of sitting on the charger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.